Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient was hospitalized and underwent cardiac catheterization. The 2.5 x 10 mm, 70% stenosed target lesion was located in the mid left anterior descending (lad) artery. The lesion was treated with pre-dilatation and placement of a 2.50 x 38 mm promus element¿ plus study stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and ticagrelor on the following day. In (B)(6) 2013, the patient was hospitalized due to worsening coronary artery disease. The 90% isr of a previously placed study stent located in the mid lad was treated with balloon angioplasty with 0% residual stenosis. The event was considered recovered/resolved and the patient was discharged on aspirin and ticagrelor on the following day.

Manufacturer narrative:
Event date corrected from (B)(6) 2013 to (B)(6) 2014. Describe event or problem- updated and corrected updated: relevant tests/lab data, other relevant history and patient codes. (B)(4).

Event description:
It was further reported that prior to index procedure, patient presented with chest pain. A stress test was performed that showed anterior ischemia and subsequently, the patient was hospitalized and referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) to the mid lad and not mid lad only as previously reported. In (B)(6) 2013, the patient presented with complaints of persisting exertional shortness of breath and unchanged angina status. A stress test was performed which revealed an intermediate risk, medium-sized, anterior apical, reversible ischemic defect. Three days from the event, patient was hospitalized and a left heart catheterization was performed. Also, it was further reported that it was 70% and 90% mid in-stent restenosis (isr) of two separate lesions located within the placed study stent extending from the proximal lad to the mid lad and not 90% isr in mid lad as previously reported. The lesions were treated with balloon angioplasty using a 2.5 x 15 mm non-bsc balloon catheter. Following post dilatation, residual stenosis was 0%.